Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise. The patient was not dependent on atrial therapy. There was no pacing inhibition due to the oversensed noise. During a routine device replacement procedure visual inspection confirmed lead body damage in the clavicle area. The lead was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.